Event description:
A patient reported on (B)(6) 2016 stating that their implant had not been charged in 3 months because they were unable to get connection to charge. They always had trouble charging the implant with a couple bars. Since having surgery the implant moved in their body because the pocket is big and feels like the tissue between the battery and skin is stiffer than normal. A reposition antenna and poor coupling screen were displayed, and they were unable to connect with the implant using the recharger. Repositioning the antenna did not resolve the issue, and they were notable to communicate using another external device. The patient programmer (pp) displayed the poor communication screen. The issue had occurred since (B)(6) 2013 and the patient was referred to their healthcare provider (hcp) to address the issues. The indications for use were non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.